Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. The pump was not returned for evaluation as it was not explanted, and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired three days postoperatively, on (B)(6) 2015, due to multisystem organ failure. It was reported that during implant of the lvad, the patient experienced right heart failure and required the placement of a right extracorporeal circulatory support device and nitric oxide. Multiple blood transfusions were required during the procedure, and bleeding continued in the postoperative period. The patient was returned to the operating room a few hours postoperatively for mediastinal exploration, left ventricular bleeding, and repair of the posterior pericardium. The specific site of left ventricular bleeding was not provided. The patient required a second operative procedure on (B)(6) 2015 and a third operative procedure on (B)(6) 2015, to control the bleeding. More blood transfusions were required during the postoperative course due to anemia and coagulopathy. Dialysis was initiated on (B)(6) 2015 due to an acute-on-chronic kidney disease and hyperkalemia with a potassium level of 6.8 mmol/l. Multiple vasopressors were administered due to hypotension. The patient experienced rhabdomyolysis and liver shock with elevated liver enzymes, and developed lactic and metabolic acidosis that was refractory to treatment. Due to hypoglycemia, 20% dextrose intravenous solution was required to maintain blood sugar levels. It was reported that the lvad produced almost continuous low flow alarms. On (B)(6) 2015 the patient was made do not resuscitate status. Support was withdrawn and the patient expired later that night.

Manufacturer narrative:
The pump was not returned for evaluation, as it was not explanted, and an autopsy was not performed. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information/clarification regarding the bleeding was provided: the patient was taken back to the or for the bleeding, severe vasoplegia, coagulopathy with an inr of 5.5, and for re-exploration after high chest tube outputs. The skin sutures were removed. The bleeding was noted from behind the heart, and the surgeon could not precisely locate it. The patient was heparinized, the aorta and right atrium were cannulated, bypass was performed, and the lvad was shut off. The heart was then lifted up, bleeding was seen from the left sides of the pulmonary veins, and was repaired with plegeted prolene sutures. The patient was weaned off the bypass, and the lvad and rvad were turned back on. Hemostasis was good. The skin was closed after the tubes and drains were returned to position after being irrigated. The patient was taken to the ICU in critical condition.